Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving therapy from the scs system. Diagnostic testing revealed high impedance values on all lead contacts. Troubleshooting and reprogramming was unable to resolve the issue. Consequently, the patient underwent surgical intervention wherein the lead was explanted and replaced with a different model. Reportedly, effective therapy was restored post-operative.